Manufacturer narrative:
Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted that is not same or similar to a marketed device in the united states. Therefore, initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-01071. Additional info: based on receiving new information, the following fields have been updated accordingly. Section d1: brand name: tecnis synergy with optiblue section d4: model# and catalog#: zfr00vu185 section d4: serial number: (B)(6) section d4: unique device identifier (UDI #): (B)(4). Section d4: expiration date: 3/18/2024 section g5: PMA#: p980040 section h4: device manufacture date: 3/18/2019 device evaluation: product evaluation cannot be performed as per the initial report, the lens remains implanted. The complaint issue reported could not be confirmed and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: in follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Brand name: unknown, information not provided. Model# and catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable, lens remains implanted. PMA#: unknown, as product information was not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A clinical study patient underwent uneventful cataract surgery on (B)(6) 2019, for the left eye and on (B)(6) 2019, for the right eye. The following events were reported for the affected eye (right eye) by the treating surgeon. On (B)(6) 2019, at the 1-day postoperative visit, the patient's right eye (second eye) was noted with conjunctival hyperemia/injection, ptosis, trace corneal edema, folds in descemet¿s, 4+ cells, 4+ flare, fibrin presence and trace posterior capsule striae/wrinkles. Uncorrected distance visual acuity (ucdva) was 20/100. On (B)(6) 2019, subject came in for an unscheduled visit. Subject was noted with subconjunctival hemorrhage, folds in descemet¿s, 4+ cells, 1+ flare, fibrin presence, trace posterior capsule striae/wrinkles, endophthalmitis and vitritis. Fundus visualization was not adequate with a hazy view. Lens findings included inflammatory deposits on the iol. Initial culture findings were negative. Hypopyon was considered resolved without sequelae. Subject was to continue durezol and avelox. An unscheduled visit occurred on (B)(6) 2019. Final results from the culture were negative. The investigator changed the initial diagnosis of endophthalmitis to toxic anterior segment syndrome (tass). An ocular exam showed subconjunctival hemorrhage, folds in descemet¿s, 1+ cells, 1+ flare, fibrin presence, tass, trace posterior capsule striae/wrinkles and vitritis. Lens findings included inflammatory deposits on the iol. A macular optical coherence tomography (oct) was performed and showed no cystoid macular edema (cme) and nice foveal depression. Subject was to continue durezol. Avelox was discontinued on the previous day, (B)(6) 2019. On (B)(6) 2019, the subject came in for the 1-month study visit. Best-corrected distance visual acuity for the right eye was 20/20-1. Right-eye medical findings included toxic anterior segment syndrome (tass), trace posterior striae/wrinkles, pvd/floaters, 1+ central clumpy vitreous opacity, drusen, optic nerve hypoplasia and chorioretinal scar. The investigator noted limitation was remaining vitreous opacity. Subject was to continue durezol on a tapered schedule and return for the 6-month study visit. Reportedly, tass was resolved on (B)(6) 2019. Regulatory affairs had reported to FDA of the event under johnson and johnson vision's ide clinical study on (B)(6) 2019.